Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 02-sep-2025, the user reported an alert code 41 on the ilet. A replacement device was arranged for overnight shipping, and the user will call back for training once the new ilet is received. Blood glucose (bg) was not affected. No symptoms, outside assistance, or medical intervention were reported.